Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2015-01040.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 8 (cat8) and an indigo system separator 8 (sep8). During preparation for the procedure, the physician noticed that a sep8 was stretched and unwinding distal to the bulb. The damaged sep8 was found prior to use and was not used in the procedure. A new sep8 was used for the remainder of the procedure without any issues. During the procedure, the cat8 became ovalized and was removed from the patient. The procedure successfully continued using a new cat8. After the procedure was completed and the sep8 was removed from the patient, the bulb of the sep8 fell off onto the floor. There was no report of an adverse effect to the patient.